Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for placement of a tracheal stent. The ultraflex tracheobronchial stent system was successfully positioned along the guidewire. The clinician encountered resistance when attempting to pull the deployment suture. Use of additional tension to facilitate deployment resulted in breakage of the suture. The stent was removed and another stent was successfully utilized. The patient did not sustain any complications or ill effects as a result of this issue with the stent.